Event description:
Procedure: low anterior resection. According to the reporter: instrument fired as expected but would not disengage from the tissue and locked on tissue. The surgeon removed with difficulty by pulling off of the tissue. After the instrument was removed, hemorrhage occurred so the surgeon had to use suture to repair the anastomosis. Operating room time was delayed 30 minutes and tissue damage occurred, abnormal bleeding occurred. Transfusion was not needed, as this was less than 250cc. Donut was inspected and a u shaped transected staple was found in the donut.

Manufacturer narrative:
(B) (4). (B) (4).